Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, a "pin hole" was found on the blister package containing the 6.5mm crossft suture anchor with three #2 hi-fi sutures. To date, the product and its packaging have not been returned from the distributor for evaluation. However, provided photos of the packaging appear to confirm this reported problem. There was no patient involvement, as the pin hole was discovered during inspection prior to distribution to an end user.

Manufacturer narrative:
To date the device has not been returned from the user facility for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation. Device has not yet been received.